Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. The customer¿s blood glucose was unknown. Customer states insulin pump was hanging and saying critical pump error alarm. The customer declined the continue to go through troubleshooting. The device will not be returned for the analysis.